Manufacturer narrative:
It is now reported that the patient was treated with IV antibiotics priort to explantation. This report is filed on january 15, 2019.

Manufacturer narrative:
This report is submitted on november 29, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown and an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.